Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20252. The patient had two scs leads with the same lot number. It was reported the patient (japan) experienced loss of stimulation. The system diagnostics revealed high impedances. Subsequently, the scs ipg and the leads were explanted and replaced which resolved the issue. Reportedly, effective therapy was restored postoperatively. Date of event is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.